Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the device failed to fire the clips successfully? Yes. Did the devices fire any clips and then jam? No. Did the clips feed into the jaws sideways? No. Did the device drop or eject from the jaws of the devices? No. Were the clips malformed? Yes ¿ clips were placed with the limbs askew. Response: clip applier (fresh from the packet) placed the clips with the limbs askew. There was no obvious trauma to the device during use, although I suppose it is feasible that the port valve damaged the tips, however I ended up using haemolocks successfully.

Event description:
It was reported that the device failed to fire clips successfully during a procedure performed by the surgeon. The procedure was completed using another device. No patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r92a9n. Device analysis: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 8 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: was the tip of the device damaged? No clear / obvious damage to the device.